Manufacturer narrative:
Investigation summary: based on the physical investigation, one open package was received. Under magnification damage to the fiber tip was observed. Fiber was returned to the supplier for evaluation. Based on the supplier investigation, the product inspection result and initial product evaluation findings show the fiber to be in good working condition. Based on the findings, the fiber is not a nonconforming product. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the available information, the root cause of this event is undeterminable. This complaint is confirmed based on the customer's testimony, and a physical evaluation of the returned product. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a lithotripsy procedure, a small amount of glass flaked off the end of the fiber. The doctor could not see a glass particle and did not know whether it was vaporized. They continued with the procedure and did not remove any glass pieces. There were no injuries to the patient and no additional medical intervention.